Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 3.2 (no changes to warfarin dose). (B)(6) 2015, 1.8 and 3.2. Therapeutic range: 2.0 - 3.0. The time between testing was 10 minutes on (B)(6) 2015. The caller reported touching her finger to the sample well when performing both tests on (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing history for strip lot 365984a met release criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.